Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed on both the bronchial and tracheal cuffs which fully inflated and deflated and maintained their air pressure. There were no deformations or anomalies observed in the device.